Event description:
This report summarizes 1 malfunction event in which the device material reportedly frayed. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was not available for evaluation. Additional information: 1 device was labeled for single-use. 1 device was not reprocessed or reused. H3 other text : device not returned.